Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed onset of the infection occurred in 1999, the pt is in a debilitated status and the infection has resolved. The pt also has chronic narcotic use.